Event description:
It was reported that the right atrial (ra) lead exhibited an increase in impedance into a high range, possibly due to fracture. Sensing and threshold values were in normal range. The lead remains in use and the patient is to follow up in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).